Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of device memory noted the extended charge times were observed following device exposure to a cold environment in the days prior. The long charge times were later noted to resolve after.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) returned a manual capacitor reformation value of 13.0 second during initial pre-implant testing. As this was on the high side of normal the field representative performed a second capacitor reformation with a measured value of 21.0 seconds. As this was greater than the 15.0 second cutoff for a normal charge time a third reformation was performed and measured 21.0 seconds again. Explant status was then declared by the device as a result of the two consecutive charge times greater than 15.0 seconds. The ICD was no longer able to be implanted and not used for the procedure. No adverse patient effects were reported.